Event description:
Approximately two weeks after implant, this patient experienced a simultaneous disconnect of both power sources on two occasions. They experienced no symptoms or injuries and an elective controller exchange was performed. Investigation is ongoing.

Manufacturer narrative:
The controller is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
This device is part of a field safety notification and not part of a recall. The controller was returned to the manufacturer on september 29, 2014 and analyzed. The analysis was completed on december 15, 2014 and showed that the returned controller functioned as expected on the bench. The log files confirm the power-up events. The root cause is undetermined. The alarm log from the controller shows two (2) ventricular assist device (vad) stopped alarms on the implant date. There are vad stop alarms when the controller was being changed out. The event log shows three (3) power-up events on (B)(6) august. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Analysis of the controller revealed that the device met specifications; the controller passed visual inspection and functional testing. The battery and controller ac adapter were not returned for analysis. Log file analysis revealed a controller power up and motor start event on the reported event date. Further analysis revealed that (B)(4) (power source 1) and a controller ac adapter (power source 2) was connected at the time of the event. The controller logs did not register a power source connected to power port 2 two minutes before the loss of power. The next data point showed a battery connected to power port 2 and (B)(4) still connected to power port 1 with 94% capacity. Based on the limited information, a possible root cause for the loss of power may be attributed to a faulty controller ac adapter which registered a no connection on power port two. The patient most likely tried to resolve the issue by changing power sources on port 1 and in the process accidentally disconnected the power supply to the controller. There is no evidence to suggest that both power sources were simultaneously drained. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.